Event description:
A prostate resection was being done when the surgeon tried to clean debris off the resectoscope cutting loop. As he manipulated the resectoscope working element back and forth, the distal end of the wire loop electrode broke off. Another electrode was used in an attempt to drag out the broken piece. The fragment was then lost in the prostatic tissue. It is the opinion of the surgeon that the loose piece was either flushed out of the bladder in the irrigation fluid or would be spontaneously passed by the patient in urine flow. The broken electrode was discarded by the user facility.